Manufacturer narrative:
Additional information: d10, h3, h6. The reported events of lead fracture and sensing noise were not confirmed. Final analysis found the partial lead was returned in two pieces. The damages found were consistent with procedural damage. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited multiple episodes of noise and sensing issues and lead fracture was suspected. The lead was explanted and replaced successfully. The patient was not reported to be symptomatic and was in stable condition throughout the event.